Event description:
The day following a total knee replacement, the catheter was found snapped in half. The patient was described as having been restless the night before, which may explain the catheter having broken outside the body. The catheter was removed by the nurse without need for surgical intervention. The manufacturer has already implemented a design change to strengthen the catheter material. Company do not expect any further information regarding this complaint and consider the matter closed. Factors unrelated to the performance of the actual device itself appear to have contributed to the incident.